Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment and battery cap were cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: there were unexplained pump reboots observed in the black box history. The threads of the battery compartment were stripped, but there were no cracks observed. The battery cap had stripped threads and was unable to attach to the pump; therefore, the pump could not power on. A test battery cap was used and was able to fully attach to the pump and completed a 24 hour duration test. There were no power interruptions at that time. There was no evidence of moisture or damage found to the power circuit.